Event description:
It was reported that the patient and a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to the patient's increase in pad usage. The physician determined that there could be atrophy causing increased urine leak. The cuff was replaced and there were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient and a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to the patient's increase in pad usage. The physician determined that there could be atrophy causing increased urine leak. The cuff was replaced and there were no additional patient complications.